Event description:
Pt used amo complete contact for some time, and contracted a severe corneal infection. She has been treated since then by dr of the opthalmic dept, and will require a corneal transplant this fall. I have been unable to contact amo regarding this via their wats line today, and now they say on that line that they are unable to take any calls currently. Please advise if there is anything else we should do. Dates of use: 2004 - 2007. Diagnosis: contact lens solution. Event abated after use stopped: no.